Event description:
A malfunction alarm on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, which resolved the malfunction, allowing continued use of the pump. The caller was advised to contact support again if the issue recurred, and acknowledged the guidance provided.